Event description:
It was reported during a procedure, the pt's electrical signals had decreased rapidly after a lead was implanted. The physician opted to remove the lead. The physician felt there was stenosis and performed a laminectomy to relieve any pressure. The pt's legs were moved; however, the signal did not change. The physician aborted the case. It was also reported the pt had decreased motor function in both of his legs postoperative. Follow-up information identified the pt was re-implanted with another lead and also implanted with an ipg on (B)(6) 2013.

Manufacturer narrative:
Results: the complaint could not be confirmed through product testing alone. The returned lead was in good condition, visual inspection noted no anomalies. The device passed all functional testing. No observations were made that would have contributed to this event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.